Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed motor error and then no delivery. Customer stated she had an xray done and took the insulin pump off and left it in the dressing room. Customer does not use the sensor feature. Customer is not able to complete the rewind sequence after the no delivery alarm. Blood glucose value was 520 mg/dl and the current value is 136 mg/dl. Nothing further reported.